Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited noise episodes. Upon review of the episodes, it was determined that the right ventricular had true noise. The device was reprogrammed. The patient was stable throughout the event.